Event description:
It was reported that patient underwent open reduction internal fixation (orif) of the third, fourth, and fifth metacarpals on (B)(6) 2023, using the variable angle (va) locking hand system. While implanting a 1.5mm plate, the surgeon bent two 1.1mm drill bits and then broke the tip of a third 1.1mm drill bit. The broken drill bit fragment remained in the patient as it was lodged inside the medullary canal of the fourth metacarpal. Extra x-ray imaging was performed to confirm the broken piece. It was determined that it would cause more harm than good to try to retrieve it. The surgery was finished successfully a two minute delay. This report is for a 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.